Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that the customer experienced a minimum fill notification with 480 units of insulin. Blood glucose level was in the 200's (mg/dl). Reportedly, insulin was added to the existing cartridge and the load process was completed.